Manufacturer narrative:
Final analysis found the connection portion of the lead was returned in one piece measuring 21.7 cm. External insulation abrasion exposing the outer coil consistent with friction to the device was found at 16.2 cm ¿ 16.5 cm from the connector pin. All other damages found were consistent with procedural damage. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.